Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and it could not be cleared due to unresponsive buttons even after the battery was changed. The customer could not verify if the time clock advanced when monitored for one minute due to not have it on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined to troubleshoot for the reported high blood glucose of 562 mg/dl. The insulin pump will be returned for analysis.